Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes contain a film on the plasma after processing and troponin values are erroneous. Upon repeat, the result falls within expectation. There was no other health impact or consequences reported.